Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported that two months prior to the report, the therapy had changed and the patient was no longer getting stimulation or relief on the right side. A rep went to see the patient, but was unable to get therapy there. An image was done and determined one of the leads migrated down. A revision was then scheduled. The patient then cancelled the revision a couple times the reprogramming and stopped using the stimulator. The patient claimed &#62036; no longer worked.&#63508;he rep saw the patient on (B)(6) 2015 to check the system prior to his revision on (B)(6) 2016 and the stimulator was in discharge. So, the rep advised the patient to charge before the surgery and the patient got very upset. The patient said why charge if the device did not work and why did no on tell him about charging. It was noted the patient was very upset with the manufacturer and the device no t working properly and just wanted the device explanted. The patient did not seem to understand the issue was with the lead migration and not with the implantable neurostimulator (ins) itself. The lead migration led to a loss of stimulation in the areas the patient needed it. Therefore, the patient stopped using the device. Reprogramming was done and an x-ray of the leads was completed by the doctor&#62688;office. The rep was unable to read the device as the patient needed to charge it and the rep advised him to do so. The patient was so upset that it was depleted that he just wanted the ins removed. At the time of the report, the issue was not resolved. The product was still explanted and the patient was planning on getting them explanted. The cause of the lead migration was not known. The patient was not in overdischarge, but only discharge. On (B)(6) 2016, the patient did not have the lead revision as he cancelled and told the office to schedule an explant. Relevant medical history included spinal pain.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had not scheduled his explant yet and the rep had no further information regarding the patient.